Event description:
There was a report that the control-iq system was not adjusting insulin delivery as expected, resulting in a low blood glucose alert with the specific value unknown, only indicated as "low." The customer addressed the low blood glucose by consuming carbohydrates and did not require any third-party assistance. No injury or loss of consciousness occurred. Technical support educated the caller on how the control-iq system predicts glucose values and adjusts insulin delivery. The issue of incorrect total daily insulin (tdi) programming was identified, and the customer was informed about the correct use of the system's algorithm based on tdi information.